Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There was one other complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. (B)(4).

Event description:
A surgeon reported that a pt had a significant change in refraction during the postoperative period following a tonic intraocular lens (iol) implant procedure. In a follow up, a technician reported the pt had posterior capsular opacification. Additional info reported by the technician noted the iol was exchanged for a different model toric lens in a stronger power.